Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, g2, h6.

Event description:
Healthcare professional later reported "wounds skin loss, scar, cosmetic procedure."

Event description:
Patient reported left side "hematomas", "firmer than should've been, didn't look right", "scabs size of palm", "fluid blisters", and may lose nipple". Patient later reported capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of ischemia is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ischemia.

Event description:
Patient reported left side "hematomas", "firmer than should've been, didn't look right", "scabs size of palm", "fluid blisters", and may lose nipple". Device remains implanted.